Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported that during preventative maintenance the ventilator could not run on battery. There was no patient involvement. The customer troubleshot with technical support and found that the battery connector might have a pin backed out. Reportedly, the unit had a battery failed alarm. The customer replaced the battery and the reported issue was addressed.